Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-04348. It was reported the patient was not receiving effective stimulation coverage from her scs system. Diagnostic testing revealed high impedance readings on all lead contacts. However, reprogramming was able to resolve the issue at that time, but the issue later re-occurred. As such, the patient may consult with the physician at a future date, regarding surgical intervention as the next course of action.